Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photos for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the indicated failure mode for stopper pop-off was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10.

Event description:
It was reported the tube sst plh 13x75 3.5 plbl gold br experienced stopper creep out or loose closure. The following information was provided by the initial reporter: translated to english. The customer stated "the collection method is a syringe or scalp, where they need to open the tubes to put the blood, the lids do not close any more and are loose, opening even when they are being centrifuged, sometimes losing the patient's sample and generating re-collections."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the tube sst plh 13x75 3.5 plbl gold br experienced stopper creep out or loose closure. The following information was provided by the initial reporter: translated to english. The customer stated "the collection method is a syringe or scalp, where they need to open the tubes to put the blood, the lids do not close any more and are loose, opening even when they are being centrifuged, sometimes losing the patient's sample and generating re-collections."